Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 237438/237619, UDI: (B)(4).

Event description:
It was reported that the patient's device would no longer holds a charged. Loss of stimulation was noted. The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the facility.